Event description:
A pt allegedly sustained serious and permanent corneal scarring and partial loss of vision subsequent to lasik surgery performed in 2002. The complaint alleges the injuries are the result of an improper cut of the flap in which one of the co's microkeratomes was used.